Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08705 inches. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was allege under delivery because insulin pump isn't working and had him stop using it because it hasn't brought his glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event auto mode was inactive. Customer treated with manual injection. Customer was neither in emergency room, nor admitted into hospital. The insulin pump will return for the analysis. The reservoir will not be returned for analysis.